Event description:
On 9/9/97, the manufacturer's (MFR) district sales manager informed the MFR's representative that the implant date of the device was unknown at this time. The device had not been used for approximately 3-4 months and a decision was made to explant the device. Upon explant of the device, it was noted that a segment of the device catheter had sheared off and migrated to the pt's pulmonary artery. The pt was sent to angiography where the migrated segment of the device catheter was retrieved; however, the segment of catheter was discarded by the facility. The device body and a small segment of connected catheter were scheduled to be returned to the MFR for analysis. No further details were provided at this time.

Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit of the MFR which was conducted from 8/24/98 through 9/15/98. No further details are available. The MFR is now closing the file on this event. The filing of this 02 follow-up report will also serve to close the following MDR#'s listed of the same nature: MDR#1219454-1997-00249, 00299, 00314, 00237; MDR#1220923-1997-0007, 00015, 00016, 00017, 00025, 00031, 00032, 00033, 00034, 00041, 00044; MDR#1220923-1998-00014, 00024, 00029, 00038, 000045, 00050, 00071.